Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to any loose wingsets in the packaging (which could cause a neede stick) as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a unit was in dispenser box without packaging with a bd vacutainer® safety-lok¿ blood collection set. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: the collector reached into the box and was stuck by a butterfly that was in the box with no packaging. On closer observation she noticed there were 2 butterflies in the sp with no packaging. Both were discarded by collector.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a unit was in dispenser box without packaging with a bd vacutainer® safety-lok¿ blood collection set. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: the collector reached into the box and was stuck by a butterfly that was in the box with no packaging. On closer observation she noticed there were 2 butterflies in the sp with no packaging. Both were discarded by collector.